Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, it was noticed the following was erroneously omitted from the previously submitted report: section d5. Operator of device was unintentionally left blank and has been updated to "health professional." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures, and it revealed a tear within siltex cracking in the posterior view, measuring approximately 0.4 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4). Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with mentor siltex round moderate profile 275 cc and experienced a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.